Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with pacemaker device had possible infection. The physician planned to perform pocket revision but did not removed the device. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains implanted.